Event description:
Boston scientific received information that this pacemaker dependant patient experienced several syncopal events. The right ventricular (rv) lead exhibited high shocking impedances of greater than 200 ohms along with normal pacing impedances. Attempts to illicit noise during isometrics were attempted and noise was found. The patient was admitted to the hospital and telemetry showed a definite pause in the qrs complex which the physician thought was loss of capture (loc). Boston scientific technical services (ts) was consulted and suggested that there could be potential for oversensing on the rv which could lead to pacing inhibition on both the rv and left ventricular (lv) lead. Changing the programming to bi ventricular trigger could help. Ultimately, the physician felt it was best to explant and replace the device. The lead remains implanted and is use with the new device. To date, no additional adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This device is currently undergoing detailed analysis. Once analysis is complete, this report will be updated.